Event description:
It was reported that the lead had a polarity switch due to low impedance. Noise was also noted on ventricular high rate episodes. The lead will be reprogrammed back to bipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.